Event description:
It was reported that nibp "no determination" occurred in the operating theater during a case with solar and tram module being used in conjunction with avance anesthesia machine. The user was allegedly unable to measure non-invasive blood pressure requiring prolonged anesthesia and surgery with disattachment and reattachment of robot required. The hospital has not provided info that a pt injury did occur. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.